Event description:
According to the reporter, during session, the catheter did not provide adequate blood flow. Chlorhexidine had been used on the tips before the lines were installed, and pure intraluminal heparin had been used during the interdialytic period, with heparin in the circuit during the session. No other products had been used, and there had been no leak or other damage observed on the device. Tego was not used. The catheter had been in use for 14 days, and the customer had exchanged it with a substitute catheter of the same lot on january 29, 2025 due to the issue. Dialysis with the substitute catheter had also been performed for a reduced time, resulting in incomplete treatment. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.